Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device was loaded with a suture to begin patient closure. The device was to be reloaded as the previous suture had broken. Half of the suture remained in the device and the other half was found in the patient field and removed. The broken suture was removed from the device and reloaded with another. The device received the suture but it would not close, articulate or operate properly. A new device was used to complete the procedure. No adverse events have been reported.